Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump passed the delivery accuracy test. The pump was programmed with the current time and date and was monitored for eight days. The time has not drifted and is accurate. The time and date function performed properly. No obvious insulin odor was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, or reservoir compartment during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 700's mg/dl. Customer was hospitalized for diabetic ketoacidosis and high readings. Customer was treated at the emergency room. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed time clock anomaly. The insulin pump was returned for analysis.